Event description:
Customer reported malfunction on pump, with no notable events occurring prior and no adverse impact to the customer's blood glucose level. Malfunction code was displayed and was identified as resettable. Customer support provided pump reset information, assisted with the reset, and customer was able to continue using pump without recurrence of the malfunction. Customer was advised to contact support again if issue recurs.